Event description:
A cartridge change error was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed to inspect the pump and follow cleaning and loading procedures but was unable to load the cartridge successfully, leading to a decision to replace the pump. In the meantime, the customer used multiple daily injections (mdi) as a backup therapy. The customer was instructed to put the malfunctioning pump into storage mode and return it using a prepaid label.